Event description:
It was reported that the catheter did not display inflation pressure on the console despite the balloon being inflated. A seismiq ivl catheter was selected for use to treat an 80% stenosed lesion with severe concentric calcification and mild vessel tortuosity it was reported that, after the balloon was deflated using the inflator and subsequently reinflated to 4.0 atmospheres, the pressure did not register on the console screen; however, the inflator indicated 4.0 atmospheres, and the balloon was observed to be inflated. An alert message stating "remove and reinsert catheter connector" was displayed on the console. Troubleshooting was attempted by unplugging and reinserting the catheter and by deflating and reinflating the balloon; however, the issue was not resolved. The device was exchanged, and the procedure was completed without patient complications.